Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00067 and MDR #1828100-2014-00068. The field service representative (fsr) downloaded the software data logs and verified the occluder operated to manufacturer specifications before being returned to clinical use. Software data logs were returned to the manufacturer on 01/31/2014 for further eval. After examining the data logs, the manufacturer's technical support believes the logs show that the user sometimes calibrated the occluder without tubing installed. It is then believed that this incorrect user calibration method resulted in the ccp experiencing that the actual occlusion on the tubing was much greater then the occlusion percentage indicated on the ccm screen. The incorrect calibration also resulted in the ccp experiencing: no flow; the ccm occlusion display showing the "cal" icon, while the ccp expected fluid to still be flowing through the occluder head.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user was having difficulty with the occluder (in cal mode) on the perfusion system. They disconnected the occluder system and are using manual clamps. No other details regarding the nature of this event were provided.